Manufacturer narrative:
Evaluation: the reported field event of extended charge time was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion, which depleted the battery.

Event description:
It was reported that when a patient presented in-clinic, the charge time had exceeded its limit during the second capacitor maintenance. Patient was asymptomatic, and the device was scheduled for an elective replacement during a lead replacement due to device was nearing eri. Post explant, the device was interrogated, and an alert indicating that the device had reached eri and eos in one day. The patient was fine post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.